Event description:
It was reported to boston scientific corporation that a radial jaw 3 pulmonary single-use biopsy forceps was to be used during a transbronchial lung biopsy procedure performed on (B)(6) 2009. According to the complainant, during testing prior to the procedure, the cup of the device was noticed to be bent. No packaging damage was reported and the device was not used on the pt. The procedure was completed with a different device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be well.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).